Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove the system. There were no issues with master tool manipulator (mtm) inversion or non-intuitive motion. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the surgeon experienced an issue with the left master tool manipulator (mtm) being inverted. The customer power cycled the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed that the customer was moving forward with the case. The procedure was completed with no reported injury.